Manufacturer narrative:
The patient had the primary surgery for right total hip replacement on (B)(6) 2011 (cocr on poly bearing). Late in 2016, the patient had a left ankle fusion and was 100% weight-bearing on his right side and began to experience pain in right hip. Then, on (B)(6) 2017 the surgeon decided to revise the primary hip replacement due to trunnionosis and metallosis. Additional information received on 09 february 2017 and includes: the revision surgery was carried out. The femoral head was removed using the head impactor. Some metal debris was noted, but no excessive wear of the trunnion. The liner was removed. There was some bone loss at the proximal insertion of the stem, but it was not loose and had not subsided. This defect was filled with synthetic bone graft. The taper and cup were lavaged and cleaned, during this process a small piece of rubbery black plastic (1cm x 0.5cm, retrieved and available) was noted to be loose in the patient. It is unclear when or how this foreign body came to be there. A new poly liner was replaced and a new head was positioned on the trunnion and reduced. Additional information received on 14 february 2017 and includes: the black rubbery piece is available for investigation, if needed. We could not identify which instrument it may have come from, possibly one that doesn't belong to medacta. On (B)(6) 2017 the r&d hip director performed a preliminary investigation based on the pictures received from the reporter and commented as follows: "I do not think it is a piece detached from any medacta implants/instrument." Batch reviews performed on 07 march 2017. Lot 090004: (B)(4) items manufactured and released on 05 march 2009. Expiration date: 2014-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 36 size s -3.5, code 01.25.030, lot. 110377 (k080885). (B)(4) items manufactured and released on 19 april 2011. Expiration date: 2016-03-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. On 09 march 2017 the r&d project manager made the following evaluation from additional pictures received: from the images relative to the implants received no particular signs can be noted. The plastic/rubber black piece do not seem to be relative to any medacta implant or instrument. No conclusion can be drawn. Checking the plastic rubber sent back from the market, he commented the following: we can confirm that the rubber piece broken does not belong to any medacta instrument to be used in the sterile surgical field. The root cause of the event cannot be determined.

Event description:
Revision surgery planned due to trunnionosis and metallosis.

Manufacturer narrative:
On 07 april 2017 the medical affairs performed a clinical evaluation and commented as follows: revision of head and liner occurred 6 years after primary total hip arthroplasty. The patient was complaining about pain. According to the report, the suspected reason of revision was metallosis, but his hypothesis was not macroscopically confirmed at revision surgery. Radiographic image provided shows areas of osteolysis in the greater trochanter region. These may have been caused by polyethylene wear. According to report, some metal debris were found and a foreign rubbery body. It is conceivable that third-body wear took place and created an unusual large amount of wear particles that may have speeded up osteolytic processes in the proximal femur. The root cause for the problem cannot be determined with certainty.